Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e224 occurred due to poor contact of the video jacket, resulting in the failure to show images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video connector was an issue, the coupler cannot hold rigid telescope and the knob won¿t rotate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e224 (scope communication error, unable to recognize a subject) displayed on the 4k camera head. There were no reports of patient harm associated with this event.